Event description:
A customer reported that during setup for a procedure, multiple system messages displayed during cassette priming. After the third attempt, the cassette successfully primed. During the procedure, a system message displayed. The cassette was exchanged and the case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).